Event description:
Rn went to push adenosine and was unable to inject medication secondary to syringe being sealed when manufactured. Syringe did not have a hole at the tip of the syringe. Rn went to pyxis for another syringe. This syringe worked without incident. Dose: 6mg/2ml. Frequency: once. Route: IV. Dates of use: 2009. Diagnosis: fast heart rate. Event reappeared after reintroduction: no.